Manufacturer narrative:
E1:(B)(6) reporting institution namesinopharm shanxi supply chain management co.ltd.analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The rse advised the customer to use a simulator to verify the accuracy of the measurements and inspect the ibp cables on site. An authorized service provider (asp) went onsite to further evaluate the unit. The unit was tested with a fluke pro sim8 that simulated numerical values ; results tested on the computer normal. However, the unit failed to zero invasive blood pressure. The asp discovered the three-way valve open to the atmosphere, causing invasive blood pressure to return to zero but unable to zero under normal operating conditions. This test was repeated multiple times to function properly. The asp replaced the invasive blood pressure (ibp) sensor and troubleshooted the unit notifying the customer of the details and steps to pay attention to during use. It was noted the ibp pressure sensor is a non-philips device. Soon after the ibp sensor was replaced unit returned to working specification. Based on the information available in the case, the cause of the reported problem was confirmed to be a invasive blood pressure sensor. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the invasive blood pressure was lower than the non-invasive blood pressure. The device was in use on a patient at the time of the event, there was no adverse event reported.